Event description:
It was reported that an asymptomatic patient presented in the emergency room with the implantable cardioverter defibrillator in back up. A device download was performed successfully. The patient remained stable before, during, and after the device interrogation and will continue to be monitored.